Event description:
The customer reported that the system experienced multiple errors and failed to allow fluoroscopic exposures. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No conclusion can be drawn as final repair information is unavailable at this time and no additional service information was provided.